Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that customer had several male patients with the newer purewick male external catheter on and the adhesive was so sticky it tore the skin off the scrotum when removed. Customer stated that the old system they used had a large enough opening both the scrotum and shaft could be placed in the bag, and adhesive was on less sensitive area. They wonder if the newer purewick system had larger opening to eliminate the adhesive on the scrotum. No medical intervention was reported.

Event description:
It was reported that customer had several male patients with the newer purewick male external catheter on and the adhesive was so sticky it tore the skin off the scrotum when removed. Customer stated that the old system they used had a large enough opening both the scrotum and shaft could be placed in the bag, and adhesive was on less sensitive area. They wonder if the newer purewick system had larger opening to eliminate the adhesive on the scrotum. No medical intervention was reported.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.